Manufacturer narrative:
Will return when RMA received.

Manufacturer narrative:
The reason for the revision was for a glenoid fracture and a broken baseplate. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed shows there are (B)(4) prior complaints on part number: 508-32-104, reverse shoulder prosthesis (rsp) baseplate and (B)(4) prior complaints on a central screw breakage issue. The trend of the central screw failure is as follows: in the year 2007- (B)(4) complaint, 2008- (B)(4) complaints, 2009- (B)(4) complaints, 2010- (B)(4) complaints, 2011- (B)(4) complaints, 2012- (B)(4) complaints, 2013- (B)(4) complaints and 2014-(B)(4) complaints. The root cause for this event was reported as a patient fall. The returned baseplate has been reviewed and confirmed the central screw broken. The fractured face was measured at ø.1203" which is within the screw minor diameter specification limit of ø.118±.005". All critical dimensions and specifications were met when released from djo surgical.

Event description:
Revision surgery - due to a fall, the patient had a glenoid fracture and a broken baseplate. The surgeon removed the baseplate and the glenoid head. He left the reverse stem and added a size 12mm humeral stem adapter, (B)(4), and a standard humeral head, (B)(4).